Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient complains of pain since surgery. He is unable to walk due to the pain. He is on pain medication, but this is not helping his pain. His surgeon has communicated to him that he will need a revision surgery. Patient is currently on disability.